Manufacturer narrative:
(B)(4). Batch # r57n6x. Device analysis: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass, on the first firing, unknown reload, no buttressing material, the stapler stapled the first three quarters of the stapler line but the last quarter didn't have good staple formation. A second like reload was tried and the same issue occurred. A second like stapler was used to complete the procedure. There were no patient consequences reported.